Manufacturer narrative:
(B)(4). The customer returned one, connector assembly for analysis. The guide wire nor the catheter body were returned. Signs-of-use in the form of a dried, white material was observed inside the extension lines. Upon failing functional testing, the juncture hub was cross sectioned. Visual analysis revealed that a portion of the cannula (cannula from connector assembly) connected to the venous lumen was partially blocked. Microscopic examination revealed a dent/extrusion inside the cannula. This dent prevented the guide wire from passing. No other defects or anomalies were observed. A lab inventory guide wire with a diameter of .038" was pulled for analysis. No lab inventory hemodialysis catheter body components are available. The guide wire was inserted through the distal end of both the arterial and venous lumens. No resistance was observed for the arterial lumen; however, major resistance was encountered when inserting the wire through the venous lumen. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "never advance or withdraw guidewire or sheath when resistance is met. Determine cause by fluoroscopy and take remedial action." The IFU also states, "do not apply undue force on guidewire to reduce risk of possible breakage." The report of a swg/catheter resistance was confirmed through complaint investigation. Visual analysis of the connector assembly revealed that the inside of the cannula attached to the venous lumen contained a dent/blockage. This prevented the lab inventory guide wire from passing during functional testing. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2020, the extension line at the venous end (blue) is blocked and cannot pass the guide wire during usage to the patient." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2020, the extension line at the venous end (blue) is blocked and cannot pass the guide wire during usage to the patient." No patient harm reported. The patient's condition is reported as fine.